Event description:
It was reported that patient underwent partial knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene tibial bearing. All components were removed and replaced with a total knee system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown, date implanted - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown.